Manufacturer narrative:
(B)(4). No sample was returned for evaluation, however three pictures were attached to this complaint that show evidence that the access dilator was broken. The part that extends into the valve was apparently broke short of the length necessary to reach the bi-directional valve in the valve body. The DHR for lot number 0001055482 did not find any issues during manufacturing or assembly the problem was identified from the attached pictures of the access dilator being broken on the lockable drainage line. Without the actual sample to evaluate, the investigation was not able to identify any probable root cause for the identified defect. Since a probable root cause was not identified for this complaint, no corrective or preventive actions have been identified. This complaint will be added to the complaint management system and will be tracked/trended for future occurrences.

Manufacturer narrative:
(B)(4). Follow up submission will be done upon completion of photo evaluation. (B)(4)

Event description:
Drain inserted with no difficulties, but when connected the lockable drainage line to the drain was blocked and did not drain. We put on a new line the drain was working well and at that time we noticed the line was faulty at the male connector. Xray performed and confirmed good placement. The patient is fine and suffered no physical damage as a result. Packaging was intact and looked good as new. Everything looked to be normal but only during the procedure was this fault noted. No extra items or broken parts. (Prior to use) this kit looked to be 100% new and ready for use.